Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2018. A call placed to technical services on (B)(6) 2018 stating that this lead was a part of a system explant due to infection. The following physician was dr. (B)(6) at (B)(6) hospital, (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).